Event description:
A donor donated a unit of plasma in 2004. After the plasma donation, and prior to leaving the facility, the donor informed the medical supervisor that they had pink colored urine. The donor denied having any abdominal pain or back pain. Investigation by the plasma center personnel revealed the following info regarding the plasma donation. The autopheresis-c instrument displayed a hb detect alarm during the collection procedure. A color change in the plasma collect tubing was noted simultaneously with the hb detect alarm, and the reservoir contents, which are centrifuged red blood cells, were returned to the donor. The investigation also revealed a kink at the concentrated cell tubing location and was discovered after the hb detect alarm occurred. The kink was straightened out by center personnel and the collection was continued to completion. A batch review was performed on a04c03079 with all appropriate testing results found to be within specification requirements. Microbiological test results were satisfactory and the sterilization dose applied was the appropriate amount according to the product specification. No manufacturing related issues to this complaint were found during the manufacturing process and no additional issue were observed during batch records review. The baxter complaint database was queried for any similar reports with lot a04c03079 and no other similar incidents have been reported.